Event description:
It was reported that there was loss of insufflation.

Manufacturer narrative:
Alleged failure: the customer reported that "in the gynecology unit, the suction kit was running continuously, with no possibility of stopping the suction function. There were no clinical consequences for the patient. The incident is repetitive. An ansm declaration has been made. The device involved in this incident is available for expertise: state of dm: soiled preserved. Type of contamination: biological (body fluids, human tissue, respiratory gases, etc.) Category 3 pathogenic contact: not to our knowledge. Type of decontamination: no decontamination". The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be fluid ingress causing steam. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of insufflation.